Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined.

Event description:
No additional information received from customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and informed that when the customer connects the monitor (oev321uh), the unit flickers and displays an 'enter url (uniform resource locator)' message, indicating that the display port configuration on the computer is set to extend across monitors. He was advised to check if the computer needs a driver update or to change the display setting from extend to duplicate. He informed will call us back if he cannot resolve the issue. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor presented flickering and displayed an enter url (uniform resource locator) message, indicating that the display port configuration on the computer was set to extend across monitors. The issues were identified during inspection for use. There were no reports of patient involvement.